Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure. The prograsp forceps cable broke inside of the patient. Multiple small pieces of metal cable were inside of the patient¿s abdomen. The surgeon retrieved the small cable threads, before finishing the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but the initial reporter did not have any further information about the reported issue.

Manufacturer narrative:
Based on the claim against the product noting, the prograsp forceps cable broke inside of the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned, but it has not been received at the time of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. The investigation revealed, there were no related system errors to have occurred, during the surgical procedure that would have likely caused or contributed to the reported complaint.